Manufacturer narrative:
The devices are available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
This event involved a patient 1 year post heartware lvad implantation who experienced ¿controller failed¿ alarms. The patient changed a depleted battery in port (1) while connected to a full battery in port (2). Sometime later he heard 6 consecutive short alarms. The connections on his controller had no problems; the battery in port (2) was displaying two red led lights. When he disconnected the battery from port (2) to replace it, a ¿high priority¿ alarm sounded, the battery in port (1) was off and the pump stopped. After connecting the new battery to port (2) the pump restarted along with the battery in port (1). The controller and the batteries were replaced. No harm or injury to the patient was reported. Investigation is ongoing.

Manufacturer narrative:
The devices were returned to heartware for evaluation. Review of the controller event log confirmed the evidence of a loss-of-power event on the date of the event, which correlates with the reported event. Review of the data log revealed that the controller was being powered by (B)(4) on ps2, with (B)(4) in back-up on ps1 just prior to the event. The controller and all four batteries passed visual and functional testing. No malfunction could be identified. The cause of the reported event could not be determined. No additional information will be forthcoming.